Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure was completed on same system after customer made adjustment to the system. A philips field service engineer (fse) went onsite and identified incorrectly established cable connections. It was also observed that a third-party vendor had previously severed the cables while the system was active. The philips engineer re-established the proper connections, enabling live video to be displayed on the rolling monitor. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.